Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# serial# (B)(6), implanted: (B)(6) 2012, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had an infection around the pump and the pump had been exposed. The patient had been scheduled for a pump explant. The pump had been in the patients lift buttock and was exposed on the outer edge. During removal of the catheter, it had snapped upon pulling it out. The surgeon had been able to locate the entire catheter and remove it. The pump was then removed and the patients pump pocket had been packed as they did not want to close the wound due to the infection. No further complications were reported.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone 15.0 mg/ml at 2.999 mg/day via an implantable pump for unknown indication for use. It was reported that an infection occurred prompting explant of devices. No other information was provided at this time.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2012: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 06-oct-2013, UDI#: (B)(4) h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Catheter: visual inspection of the sutureless connector (sc) identified {coring/tearing/cuts} in the cup of the connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.